Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:03:30. During night drain cycle three, the patient's ultrafiltration reading was 1483ml, indicating the home patient (hp) drained 1483ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code 3372. The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.